Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID_ (B)(4).

Event description:
It was reported that the image flickered on and off, 1.5 min after, and occurred additionally 2 times thereafter. No negative impact in state of health reported.